Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used performer introducer was turned for investigation. Only the sheath was returned for investigation. A bulge is noted 1mm from the proximal end and is 4mm in length. Bulge appears to have been caused by object inserted into the sheath. Kinks are noted at 9.0cm, 15.0cm and 31.3cm from the proximal end. No damage was noted to the distal end. The inner diameter (i.d.) Of the sheath was measured and it lies within the specified range. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. The device used in the procedure was a performer introducer. It is possible the user choice of performer introducer instead of using a coil reinforced, kink resistant flexor sheath may have contributed to the difficulty reported. The proximal section of tubing just distal to the proximal fittings appears to have stress marks present, which may indicate angled or forceful advancement of an incompatibly sized device. It is possible the 13 french access sleeve of the gore viatorr stent was advanced beyond the check-flo valve assembly of the complaint sheath and into the narrower sheath tubing. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A performer introducer was being used in a transjugular intrahepatic portosystemic stent placement procedure. It was reported that the stent got stuck in the sheath. The procedure had to be extended as the patient received additional radiation. A new stent and sheath were used to complete the procedure.